Manufacturer narrative:
B3: event date asked, unknown. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are scheduled for an MRI of their back and needed to know how compatible the bladder stimulator was. The agent reviewed how to put the device in MRI mode. The patient was seeing a por (power on reset) message. The patient cleared the por message and was able to put the device in MRI mode. The patient said they hadn't charged the ins in a long time. The agent asked patient if they just started seeing the por message today and the patient stated they hadn't used the eternal devices in awhile but had seen the por message in the past.